Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver displayed an error icon. No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. A charge and boot test was performed and passed. A receiver functional test was performed and passed all relevant tests. The receiver data log was downloaded and reviewed and no errors were observed. The reported event of an error icon display was not confirmed during log review because no errors were found. A probable cause could not be determined.